Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
The farawave ablation catheter was selected for use during the procedure to treat atrial fibrillation (a fib). It was reported that guidewire became stuck inside the catheter during procedure. After a left inferior pulmonary vein (lipv) isolation, they attempted to position for the left superior pulmonary vein (lspv) but were unable to move the guidewire. Resistance was felt while manipulating, advancing, or withdrawing the guidewire. The device was replaced, and procedure was completed successfully without patient complications. The device is expected to be returned for analysis.

Manufacturer narrative:
Upon device return and inspection, no outer abnormalities were observed. The catheter returned without a guidewire inserted. A guidewire was successfully inserted through the catheter. Deployment was tested multiple times, and the device was deployed to basket and flower position with no unusual resistance noted. The allegation was unable to confirmed, and no evidence or abnormalities were seen during the analysis.

Event description:
The farawave ablation catheter was selected for use during the procedure to treat atrial fibrillation (a fib). It was reported that guidewire became stuck inside the catheter during procedure. After a left inferior pulmonary vein (lipv) isolation, they attempted to position for the left superior pulmonary vein (lspv) but were unable to move the guidewire. Resistance was felt while manipulating, advancing, or withdrawing the guidewire. The device was replaced, and procedure was completed successfully without patient complications. The device is expected to be returned for analysis.